Manufacturer narrative:
Although requested, patient demographics. The customer¿s report that air was observed throughout the tubing and through the pump, before the pump started beeping was not confirmed in the device event logs or replicated during testing. Physical inspection noted the device to be in good condition with the instrument seal intact. Dried fluid ingress observed inside door and on the membrane frame. There were no other anomalies observed. Analysis of the pcu error log shows no errors on the event date. Review of the pcu event log shows the suspect device was powered on the event date (B)(6) 2019 at 1:40 pm and the same patient and same profile (adult patient ssm) were selected. At 1:40 pm, the pump module was programmed for a basic infusion of 150 ml at a rate of 125 ml/hr. At 1:42 pm, the pump module received a remote IV for a secondary infusion of 55 ml of drugid 237 for a duration of 1800 seconds (1000 mg/55ml; rate= 110 ml/hr). After the secondary completed, the suspect device alarmed for air in line and was channeled off. The devices air detection system successfully passed detecting single air bolus and accumulated air boluses. There were no anomalies observed during the inspection of the air in line assemblies. Customer did not provide the event administration set for investigation. The root cause of the customer¿s report that air was observed throughout the tubing and through the pump, before the pump started beeping was not identified.

Event description:
It was reported that the IV pump was beeping with message "air-in-line". Air was observed throughout the tubing and through the pump, before the pump started beeping. IV pump and modules were removed from patient's room. There was no patient harm.